Manufacturer narrative:
Describe event or problem on the initial MFR. Report indicated that: "while attempting to resheath the ruby coil on the back table, the technologist pulled too hard and consequently, the coil unintentionally detached." Based on clarification received from a penumbra sales representative on 12/15/2016, the sentence above should have read: "while attempting to resheath the ruby coil on the back table, the technologist pulled too hard and consequently, the coil became stuck within the introducer sheath." (B)(4). Please note that the initial MFR. Report indicated that the device in complaint was not available for return. However, the manufacturer received the device on 12/08/2016. Investigation results for the returned device are as follows: results: the pet lock was intact on the proximal end of the ruby coil pusher assembly. The pusher assembly was kinked approximately 87.0 cm from the proximal end of the pusher assembly. The embolization coil was intact with the pusher assembly. The embolization coil had several offset coil windings. Conclusions: evaluation of the returned device revealed that the embolization coil was intact with the pusher assembly and was able to be cycled out of the introducer sheath and microcatheter without an issue by a penumbra investigator. The embolization coil had coil offsets along its length. These offset coils were likely a result of forcefully retracting the coil after attempting to place the embolization coil within the patient. Further evaluation revealed a pusher assembly kink. This damage was likely incidental and may have occurred during packaging for return to penumbra. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. The hospital disposed of the device.

Event description:
The patient was undergoing a coil embolization procedure using ruby coils. During the procedure, an initial ruby coil was deployed into the patient; however, the coil was oversized and therefore, removed from the patient. While attempting to resheath the ruby coil on the back table, the technologist pulled too hard and consequently, the coil unintentionally detached. Thereafter, the procedure was completed using four new ruby coils and the same lantern delivery microcatheter (lantern). It should be noted that the physician did not use a rotating hemostasis valve (rhv) and did not maintain a continuous flush. However, the lantern was flushed before and after each coil during the procedure. There was no report of an adverse effect to the patient.